Manufacturer narrative:
(B)(4). No additional information has been made available to identify the broken implant and the product has not been returned to nuvasive for analysis; no root cause has been identified. Should the component be returned, investigation will resume any relevant information will be reported. The interval between initial and revision surgeries suggest a lack of spinal fusion. Labeling review notes: "...potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury."

Event description:
A polyaxial pedicle screw construct was reported to have been implanted in (B)(6) 2009. Revision surgery occurred on (B)(6) 2011 involving a screw breakage at the s1 vertebral body. Details of the original construct, patient diagnosis and spine levels, etc. As well as product explanted are not yet known. The hospital has reportedly retained the explanted components.